Manufacturer narrative:
Date rec'd by MFR: 22oct2019. Date of report: 23oct2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The machine is in normal operation at present. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
The customer reported that the nav-ring and the select button failed. There was no patient involvement.